Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had unknown / not provided and pump would not run patient side occlusion test. Said 0.4ml had already been exceeded before the test was run. There was no patient involvement.